Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of artefacts. It was noted the physician suspected an electrode fracture. Subsequently, the physician elected to explant the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system. As the indication of the patient had changed since the initial system implant, no replacement products were implanted. Besides the inappropriate shock and the intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of artefacts. It was noted the physician suspected an electrode fracture. Subsequently, the physician elected to explant the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system. As the indication of the patient had changed since the initial system implant, no replacement products were implanted. Besides the inappropriate shock and the intervention, there were no other adverse patient effects reported. The entire system will be returned for analysis.